Event description:
It was reported that the insulin pump was alarming and customer could not clear them. The blood glucose reading was 435 mg/dl. Customer stated that the buttons were not responding. The time display did not change. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for lost, weak signal or cal errors due to no button response. The insulin pump had missing end cap sticker.